Manufacturer narrative:
Results, conclusions: renal failure.

Event description:
A valiant thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic dissection under physician sponsored (B)(4). It was reported that the pt developed renal failure post-operatively. The pt was gently diuresed, had an appropriate response and then transferred to a sub-acute nursing facility 14 days after the chronic thoracic dissection was excluded. The pt had 98 cc of contrast. The event was procedure related. No clinical sequelae were reported and the pt is fine.